Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited under-sensing of smaller atrial morphologies observed during presenting atrial tachycardia/atrial fibrillation (at/af) episode and on subsequent, stored electrogram (egm) and possible intermittent atrial under-sensing noted on stored egms with device classified termination of ongoing atrial arrhythmia. The ra lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.